Event description:
It was reported that the patient presented in clinic. The right ventricular (rv) lead was experiencing high capture thresholds. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.